Event description:
It was reported to philips that the system was unable to perform geometry movements. Upon reboot, the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, during ongoing procedure was performed when the issue happened. The procedure was completed as planned without any delay by shifting to another room. A philips field service engineer inspected the system onsite and confirmed the reported problem. After reviewing the log, it shows corrupt software. Fse found a defective table longitudinal pot that caused the system to fail to complete startup after a reboot. To resolve the problem, in the next follow-up visit, fse reloaded the latest software revision. After entire system software reloaded, the system was returned to use in good working order. The codes were updated based on the investigation outcome.